Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 351 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to insert a new reservoir with current infusion set. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir, performed visual inspection and failed per specification due to snap-cap detached from reservoir's barrel, and found snap-cap attached to transfer guard. Unable to perform prime.